Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on lcd window.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood gluose level was 508 mg/dl . The customer was treated with syringe. The troubleshooting was performed. The customer wants insulin pump be replaced. The customer was advised that we will replaced the insulin pump.